Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture at maximum outputs. The rv lead was suspected to have perforated the patient's heart wall shortly after implant, so a revision procedure was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide an updated conclusion code.